Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon sutured the application site to complete the procedure. The hosp has reported no pt injury occurred.